Event description:
According to the facility when administering medication the "needle detached from the syringe and the patient doesn't get a full dose of the medication due to the medication spilling". Per the facility this occurred in the patient's abdomen, and the needle was checked for securement prior to use. The facility stated the patient is doing ok, and no serious injury occurred.no sample available.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.